Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was obtained via a femoral artery. The de novo >70% stenosed, 2.25x10mm, concentric target lesion was located in the anterior descending artery. A 3.0x18mm liberte stent was implanted in the bifurcation of a diagonal branch. Post-dilation was performed with an unspecified balloon and the stent was considered well positioned and well apposed. The 2.0x12mm maverick2 balloon catheter was advanced through the liberte stent and positioned in the diagonal branch. Inflation was performed to 8atms. During withdrawal, resistance was encountered and the device broke "in the balloon" while in an unspecified coronary artery. The device was able to be removed and no portion of the device remains in the patient. The procedure was completed. There were no additional patient complications reported and the patient's status post procedure was stable.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was obtained via a femoral artery. The de novo >70% stenosed, 2.25x10mm, concentric target lesion was located in the anterior descending artery. A 3.0x18mm liberte stent was implanted in the bifurcation of a diagonal branch. Post-dilation was performed with an unspecified balloon and the stent was considered well positioned and well apposed. The 2.0x12mm maverick2 balloon catheter was advanced through the liberte stent and positioned in the diagonal branch. Inflation was performed to 8atms. During withdrawal, resistance was encountered and the device broke "in the balloon" while in an unspecified coronary artery. The device was able to be removed and no portion of the device remains in the patient. The procedure was completed. There were no additional patient complications reported and the patient's status post procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed a break in the distal extrusion 8mm distal to the port site. The distal section of the break, including the balloon and tip section of the device, was not received for analysis. Examination of the break site identified the shaft was stretched and a jagged tear was present in the extrusion, from the proximal edge of the port to the distal edge of the break site. The hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).